Manufacturer narrative:
Engineering evaluation: the event is expected. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious event of swelling was considered expected and possibly related to the treatment. Serious criteria included the need for urgent medical care, and treatment with steroids and epinephrine. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-may-2017 by a registered nurse (rn) which refers to a female patient. The patient's medical history, concomitant treatments, allergies was not reported. She had received restylane in the past without an issue. On (B)(6) 2017, the patient received treatment with 1 ml restylane silk (lot unknown) to perioral lines with unknown needle and unknown technique. Three days later, on (B)(6) 2017, the patient's face started swelling up and she needed to go to urgent care. Treatment for the adverse event included steroids, epinephrine [epinephrine] for a total of three times received at an urgent care center. She saw an allergist and he wanted a sample of the product, so he could do his own testing as well as a sample of restylane to test since she did not react to that product. Outcome at the time of the report: face swelling was not recovered/not resolved. Patient was worsening according to the rn.